Manufacturer narrative:
The pump was received with missing segments/partial display due to a cracked zebra connector on the lcd board. Unable to perform functional tests due to the missing segments/partial display. The pump had a cracked case at the display window corner, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had a display anomaly. The customer's blood glucose was 156 mg/dl. It is unknown if troubleshooting was performed. The device is being returned for further analysis.